Event description:
It was reported that the 9800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was disconnected, then the system was shut down, causing the f25 fuse to blow in the power control board. The power control board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.